Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches and other harmful symptoms of the recall. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to a third-party service center for further investigation. The device was inspected visually and corrosion to the metallic surface was noted. The device powered on and airflow confirmed. The device¿s downloaded logs were reviewed by the manufacturer and no error codes were noted. The manufacturer concludes that there was no contamination or foam degradation observed within the device. The device was scrapped per the customer's request.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches and other harmful symptoms of the recall. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. Box g was updated with the correct become aware date.